Manufacturer narrative:
The device is not available for evaluation. Lot number not provided, so a DHR cannot be performed. Root cause was unable to be determined. Additional information was requested, but as of the date of this report there has been no response. Hollister will continue to monitor for this type of issue in our post-market surveillance system.

Event description:
A report was received from a nurse that a patient using the anchorfast oral endotrach tube fastener reportedly sustained an injury. It was reported that the patient developed a hole in the lip. No further information available.